Event description:
It was reported that the patient experienced discomfort and tenderness at ipg site. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was not returned as it was kept by the medical facility.